Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During a routine testing of the device at the service center, the service technician reported the center keypad was faded and sticky. The monitor was originally returned for a color chip failure. Since the event occurred during routine testing, there was no pt involvement during this event.